Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges service required in the device. A device was returned to a third-party service center. During the evaluation of the device, they found out that the customer complaint was replicated, there is error 15 shown on screen and pca burned. The device parts (reusable pollen filter, ui bezel, blower, iso port and ams bom place holder) were replaced and cleaned at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.